Event description:
In 1996, pt underwent right total hip replacement. Following, in 1998 pt complained of pain and was diagnosed as having a loosened stem and a crack in the cement mantle. Pt subsequently underwent revision of the stem in 1999, where stem was found to be loose. Pt was revised to srom component.